Manufacturer narrative:
(B)(4). The patient developed sepsis on an unspecified date in (B)(4) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced sepsis and subsequently died coincident with peritoneal dialysis therapy. The patient was hospitalized for the sepsis. The cause of the sepsis was unknown and treatment information was not reported. Approximately two months after admission to the hospital, the patient passed away. The cause of death was reported as sepsis. It was not reported if an autopsy was performed. Therapy was ongoing up until the time of death. It was not reported if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.